Manufacturer narrative:
Results - ten samples were pressurized leak tested for leakage in tubing with no defects identified. Photo was sent that showed the defect. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode. Refer to CAPA (B)(4) for complete documentation and action plans.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter had a blood leak between the tubing and plastic. No injury or medical intervention was reported.